Manufacturer narrative:
Manufactured february 15, 2016- february 16, 2016. The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection on the unit via the naked eye noted a ruptured bladder. The ruptured bladder was microscopically examined with no abnormalities found. The reported condition was verified. The cause of the condition could not be determined. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a small volume infusor ruptured during patient infusion. The drug (cancer drug, detail unknown) was filled manually by syringe, and was filled according to the procedure. There was no patient injury or medical intervention reported. No additional information is available.